Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the back therapy electrode pads. The patient reported she had "burn marks" and was itchy on her arms, back, and neck. Per review of the patient's downloaded flag files, there is no indication that the patient experienced a treatment event. The patient's physician prescribed a cream to the patient. Additionally, the patient's cardiologist advised that the patient no longer needed the lifevest. The patient ended use of the device. During a follow up call, it was reported that the skin irritation had improved. There was no allegation of a device malfunction associated with the reported skin irritation.